Manufacturer narrative:
The complete details are not yet fully known, and investigation attempts are ongoing. The original implantation details are not known and intrinsic has not yet confirmed this patient had a barricaid device implanted. The allegation has been made but no response to investigation attempts to date has limited the investigation. Attempts are still being made to get more information to determine more details.

Event description:
Intrinsic sales rep. Was told by a physician about a barricaid patient with a device migration that they operated on. Physician commented that he removed the barricaid device to treat the patient. It is not clear if the anchor, occlusion component (mesh) or both migrated. The patient did not return to the original implantation surgeon for treatment.